Event description:
Rptr stated that while using gloves during a procedure, her eyes became swollen. She went to the ER and they treated her with decadron cream. On 1/27/96 and 1/28/96 she developed skin reactions and a rash on her hands. (Also see 1008640, 1008641, 1008642)